Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient stated she hasn't used the ins/ therapy 1 time in 2 years - the patient stated she doesn't need the therapy anymore. The patient added that therapy never really worked that good like the trial device did but she stated she doesn't need the therapy anymore. The patient stated the ins is so close to the skin and the ins pokes out when she sits down and it is very uncomfortable. The patient stated the area above the ins gets irritated as well. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the patient was going to see their healthcare provider a week from friday to discuss if the ins needed to be taken out. On 2022-01-05 patltr (con) additional information received. Patient reported hcp did not determine cause of ins being close to skin. Patient reported battery is going to be removed. Waiting on authorization for procedure.